Manufacturer narrative:
(B)(4). D4: UDI - there are multiple udis that could be applicable: (B)(4). H4: manufacturing date - there are multiple manufacturing dates that could be applicable: zimmer lots 191530, 191540: aug 24, 2023, zimmer lot: 178570: may 17, 2023, zimmer lot: 178560: may 9, 2023. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: during follow-up, patient reports daily ripping feeling in his chest and xray shows migration of caudal bar to the left. Bar revision occurred with addition of stabilizer. Root cause was unable to be determined. The reported event is confirmed by provided medical records. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an initial nuss procedure. Subsequently, the patient was revised approximately nine (9) months post-implantation due to pain and bar migration. The devices remained implanted, and an additional stabilizer bar was implanted. Attempts have been made, and no further information is available.